Manufacturer narrative:
The insulin pump had a frozen screen and constant tone during the count up due to a problem with the motherboard.

Event description:
It was stated that the insulin pump alarmed. Nothing further was reported.